Manufacturer narrative:
Investigation of the returned catheter confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirm this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address handle leaks in this catheter. Date report submitted to FDA by manufacturer: 09/01/2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.

Event description:
It was reported during an atrial fibrillation ablation procedure, the power dropped to 1w and the temperature of the catheter tip reached its maximum allowed due to a leak in the catheter handle. The catheter was replaced and the procedure continued with no consequences to the patient.